Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four shocks. The first shock was inappropriate due to twave oversensing where there was undersensing of the r wave due to low amplitude. The inappropriate therapy induced the patient into ventricular fibrillation (vf) and additional shocks were administered. It took three shocks to convert the vf. The patient reported feeling lightheaded prior to the shocks and was also had swelling of their lower extremities. It was thought that perhaps the patient's electrolytes had been out of balance contributing to the varying amplitudes. The sensing vector was reprogrammed and the s-ICD remains in service.